Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, increased gradients were reported on post-operative day (pod) 30. Patient was hospitalized and treated with heparin infusion. Edwards received notification an evoque valve in tricuspid position where the patient's gradients at baseline and on pod 1 were 1 mmhg. Post implantation, tricuspid regurgitation (tr) was reported to be trace and patient was taking marcumar at discharge. On pod 30, a follow-up visit reported gradients of 8-9 mmhg. Tr was reported to be mild and valve thrombosis was confirmed via imagery. The patient was hospitalized and treated with heparin infusion. Patient was discharged five days later, is stable, and still being treated with marcumar.

Manufacturer narrative:
The complaint for "leaflet thickened" was confirmed with empirical evidence via information reported by an edwards clinical specialist. The reported event does not allege or indicate that a device deficiency had occurred. Furthermore, the patient was reported to be on anticoagulation therapy by taking marcumar. Based on extensive complaint investigations, these events of leaflet thickened complaints and/or thrombus formation (device) post procedure are likely related to patient factors (e.g. Anticoagulant regiment, underlying coagulopathy), procedural factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The evoque IFU provides adequate instruction on device usage and valve placement. These events will continue to be monitored and complaints trending and control limits are managed and assessed.